Event description:
Hospital risk manager reported the following: doctor entered patient room and reported that patient was not breathing. Doctor informed rn nurses station who entered patient's room and reported patient was disconnected from ventilator patient circuit between circuit wye and patient's airway. Rn reconnected patient to ventilator and reported patient had no pulse or respirations. Code called and was successful. The ventilator primary alarm was sounding, set at medium range volume. Cardiac monitor in patient room was reported to be alarming also. Patient coded total of 3 times in 45 minutes. The patient's family decided to discontinue his support in 2007 and the patient expired at 1817. The hospital could not determine whether there was a relationship between the espirit and the initial event and/or the patient's death. Respironics service technician inspected and tested ventilator. Extended self testing (est) was performed and all tests, including alarms, passed to operating specifications.